Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted in patient.

Event description:
It was reported that the peek cci implant did not fit as expected; it was larger than the actual defect. Portions of the implant were cut intra-operatively in order to implant the device successfully. There was no adverse event reported.